Event description:
End-user reports skin tear on third or fourth day post surgery. It is reported that during the initial appliance change post-surgery, end-user noticed torn skin producing weepy clear fluids, located toward the edge of the tape border on medial aspect. End-user describes the size of being about 3mm in length. In addition, he is unsure whether removing the appliance caused the skin to tear, or if it already existed.

Manufacturer narrative:
This event as described is deemed a serious injury. It is reported that while in the hospital, stomahesive powder was applied and a no-sting barrier spray was used. End user is unsure of the particular brand used. Instructions was provided on the use of stomahesive powder in the home after discharge. He has been further instructed to call the wound care nurse (wocn) for a follow up visit and have her recheck area at that time. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.